Event description:
On (B)(6) 2025, the patient (pt) called to report eye redness and loss of vision in the right (od) eye after removal of an acuvue® oasys® brand contact lens (cl) ¿over a month ago¿ on (B)(6) 2025 (exact date not provided). The pt reported being ¿blind¿ in the od. The pt could not provide details but stated, "I don't know, I just woke up and couldn't see." The pt stated lenses are removed each night after washing the hands. Pt "went to multiple doctors and has had no results." Pt could not provide diagnosis and treatment details and refused to provide treating eye care professional (ecp) contact information. On (B)(6) 2025, the pt called back and reported the eye "hurt" after 4 or 5 days of wear, the cl was removed and pt "couldn't see anymore." No additional information was provided. On (B)(6) 2025, the pt was contacted and stated, "it was a cornea infection" and mentioned the eye had to be ¿scraped and still cannot see from that eye.¿ on (B)(6) 2025, attempts were made to contact the pt for additional medical and product information with no success. No additional medical information has been received. No additional information is expected. The date of the pt¿s event is being recorded as 01jan2025 as the exact event date is unknown. This od "vision loss" event is being reported as worst-case as the pt¿s diagnosis and treatment could not be verified with the treating ecp. The suspect od lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.